Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. A stored right ventricular auto threshold electrogram showed evidence of atrial undersensing. The atrial sensitivity was already maximized with relation to programming. The atrial lead remains in service.

Manufacturer narrative:
Correction: please refer to section d for the corrected atrial lead model and serial number. Investigation summary: with the available information, boston scientific concluded the clinical observation of undersensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. A stored right ventricular auto threshold electrogram showed evidence of atrial undersensing. The atrial sensitivity was already maximized with relation to programming. The atrial lead remains in service.